Event description:
It was reported that this patient was in the hospital for an unknown reason and it was discovered that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement. A boston scientific technical services (ts) review of device data indicated that the alert had been previously dismissed on the day that it occurred approximately two (2) months prior. Ts also indicated that the rv pace impedance measurements have exhibited a steady increase over approximately the last seven (7) months from 1201 ohms to the high out of range measurement of 2072 ohms. It was noted that the normal impedance range is 300 ohms to 1200 ohms. Ts also indicated that the rv threshold has increased from 1.2 volts at 0.5 milliseconds at implant in 2017 to 2.7 volts at 1 millisecond at the last in-clinic test in 2018. The presenting electrogram (egm) was noted to be normal. Ts recommended to the healthcare provider (hcp) to evaluate the rv lead with isometric and pocket manipulation testing while sampling the impedance measurements. The lead remains in-service. No patient symptoms or adverse patient effects were reported.